Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion being treated was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). A 20x3.50mm liberte bare stent delivery system (sds) was advanced to the rca and while trying to deliver the device to the lesion the distal part of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at 60cm distal to the strain relief. An examination of the distal extrusion found that the shaft was kinked at 18.2cm distal to the port site. An examination of the crimped stent found that the proximal edge of the stent was damaged and the stent struts were stretched and misaligned. No other damage was noted along the mid to distal end of the crimped stent. The balloon did not appear to have been subjected to any positive pressure. No issues existed with the profile of the tip section of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion being treated was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). A 20x3.50mm liberte bare stent delivery system (sds) was advanced to the rca and while trying to deliver the device to the lesion the distal part of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.